Manufacturer narrative:
A2): patient date of birth unk. A4): patient weight unk. B7): other relevant history unk. D4/h4: the lot number was not provided, thus the following information is unknown: unique ID, expiration date, and manufacture date. H3): the visisheath was not returned, thus no returned product investigation was performed. H6): although great vessel perforation and death are known risks of complication with use of the visisheath, the visisheath was used aggressively to attempt advancement down the vasculature. The instructions for use (IFU) states to always maintain adequate tension and coaxial alignment on the lead to support the maneuvering of the dilator sheaths and any accompanying inner sheaths to properly guide them within the patient anatomy. In addition, it states if the dilator sheath fails to progress after initial success, or if advancing the sheath was difficult, remove the sheath to inspect the tip. If the tip is distorted or frayed, exchange the damaged sheath for a new sheath before continuing treatment. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to fracture, ventricular tachycardia (vt) status post ICD lead placement, and thrombosed innominate vein. A spectranetics lld ez lead locking device (lld ez) was inserted into the lead to provide traction. Multiple spectranetics devices (14f glidelight laser sheath, 16f glidelight, 13f tightrail rotating dilator sheath, large visisheath dilator sheath) were used during the procedure. However, while the 16f glidelight was in use and the visisheath was pushed over the lead's coil, progress stalled in the superior vena cava (svc). Then, the visisheath was used aggressively in an attempt to advance the device down the vasculature, but the patient's blood pressure dropped dramatically. Rescue efforts began immediately, including rescue balloon, pericardiocentesis, sternotomy, and bypass. As the injury location was being determined, it was discovered that the patient's right internal jugular and left subclavian/innominate vein were completely disconnected from the superior vena cava (svc). After hours of attempting to repair the injury at the svc, rescue efforts were unsuccessful and the patient did not survive. This report captures the large visisheath in use when the perforation occurred, requiring intervention but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.